Event description:
This is the first of two reports for the 2 clamps broken at this office. A dentist office called because they have had 2 clamps break in the past month. The first broke last month, the second broke last week. Both clamps have been thrown away and are not retrievable. They use this style clamp on molar teeth and she is unsure if these broke while being placed onto the tooth or if they broke while in use. She said neither one was ligated. They were able to get both pieces from both clamps without incident.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. The assistant has stated that no one was injured during the incidence. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution" modification, overextending, bending or extended use of the clamp may cause breakage." These clamps were misused by admission of the user. The office stated they used the 2at bicuspid clamp on molars which is not the area of use indicated in the ivory brochure. Usage of this clamp on molars will cause over-extension as the clamp was not indicated for use on molars. Clamp over-extension is considered misuse. Misuse of this nature will cause the clamp to be over-extended for placement and to remain over-extended while clamped onto the tooth. The user used this clamp on an unapproved tooth. Overextension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. The clamp age is unknown and may have been beyond expiration of use life. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.